Event description:
During testing at the user facility, the control knob position did not match the displayed position. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The control knob position did not match the displayed position. This was due to the display printed circuit board.